Event description:
This is filed to report clip caught in chordae and having to be deployed. It was reported that a mitaclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with dense subvalvular chordal structures. One mitraclip was successfully implanted. A second mitraclip was used but when steering, the operators added m knob and crossed the valve inadvertently, which contributed to the inability to re-position. The physician was unable to retract the device into the left atrium as they were caught in the chords. After several attempts to retract the device, the decision was made to deploy the clip to avoid damaging the valve. The clip was successfully deployed. It was noted that grasping was difficult. The procedure was completed with a final mr grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received. It was noted that it was not clear where leaflet ended and chord started. It was determined that there was some amount of leaflet and some chord in both clip arms and that was confirmed on echo. The clip did not grasp both leaflets as intended. The clip was deployed in place and very stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on chordae) appears to be related to user technique. The reported difficulty grasping appears to be related to patient morphology/pathology due to dense subvalvular chordal structures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na